Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to drain the water from the foley catheter after the surgery, but it would not drain. They got it up to 6cc but it stopped. They tried other ways, but the water could not be drained. They tried their best to get 8cc out, but 2cc remained and came out of the urethra.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Two photos were returned for evaluation. The first one showcases the three-way catheter with the balloon partially inflated. The second photo zooms into the catheter balloon and tip evidencing the balloon partially inflated. It was also received 1 all silicone temp sensing foley catheter with the balloon completely deflated after the sterilization process. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage of aq methylene blue per 100 ml distilled water) and no leaks were observed. Catheter rested with no leaks. The in-house syringe was connected and it was able to return the 10 ml with no issues or cuffing in one minute and 39 seconds. As the reported event is unconfirmed a DHR review is not required. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to drain the water from the foley catheter after the surgery, but it would not drain. They got it up to 6cc but it stopped. They tried other ways, but the water could not be drained. They tried their best to get 8cc out, but 2cc remained and came out of the urethra.